Manufacturer narrative:
The leaking issue was confirmed. Affected IV sets are under recall #74892. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00017_complaint 2015v-039) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "we had a bag that leaked at the in-line filter. Patient noticed a puddle on the floor below the IV bag after the treatment. The patient had no adverse effect. We are uncertain as to how much of the actual dose the patient received. "